Event description:
The pt was admitted with acute wheeze, asthma, and congenital cyanotic heart disease with a history of pulmonary hypertension, trisomy 21, status post epicardial pacemaker, status post blalock-taussig shunt, asthma, congenital cyanotic heart disease and seizure disorder. On (B) (6) 2010, the pt was found unresponsive and without a pulse. A code was called, but resuscitative measures were unsuccessful.